Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. Relevant patient health history and pre-existing medical conditions as well as results of cultures taken/type of organism(s) identified were not provided. In the event it was stated that the hospital said that this can happen (an infection) and they do not see it as a special case. Based on the information provided, the most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that the first surgery was performed on (B)(6) 2014. On (B)(6) 2015, the complete prosthesis was removed due to an infection (no confirmed organism given). Hospital stated that this can happen and they do not see it as a special case. As of today the patient does not have a new prosthesis, just a cement spacer until it is healed completely.